Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00141. This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. Six weeks after injection with bovine collagen the pt developed erythema, swelling and induration in the areas injected. In one area the physician used a skin test syringe to correct a small line. This site also exhibited symptoms. Pt was treated with temovate topical cream, and celestone injections. Treatments were somewhat effective.